Event description:
It was reported that the customer was experiencing low blood glucose of 44 mg/dl, which was treated with food and juice. The customer stated that they were having trouble with the sensor readings. The customer stated that they were receiving lost sensor alerts. They tried clearing the alert but it keeps persisting. Troubleshooting was performed. The customer stated that the sensor was bloody and they had to put gauze on it for about five minutes, after which the blood was gone and the sensor started working. By the end of the call the customer's blood glucose was 43 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).